Manufacturer narrative:
(B)(4). If additional information becomes available, it will be submitted in a follow up report. At this time, carefusion has not received the suspect device/component for evaluation. (B)(4).

Event description:
The customer reported while using the avea ventilator, it alarms circuit occlusion and extended high ppeak pressure. The customer reported no patient involvement associated with this event.